Event description:
It was reported that the user experienced rapid glucose decline after a supply change that followed a bent cannula incident, while in the first week of ilet use and with a lower target setting; the user received education on potential insulin stacking, low glucose protocol, and the possibility that post-site-change corrections could be incrementally more aggressive. Symptoms included hypoglycemia with sensor glucose decreasing from 116 mg/dl with a falling alert to 64 mg/dl. Outcomes included recovery after oral carbohydrate treatment and stabilization of blood glucose to 100 mg/dl without hospitalization. Investigation included customer care troubleshooting and education. Investigation of this case revealed a plausible contribution from prior hyperglycemia due to a bent cannula, subsequent site change with algorithm corrections, meal announcement, and potential insulin stacking, with the exact cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial